Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of broken off probe was confirmed. The device evaluation the probe was broken 7mm from the tip. There were scratches around the broken part of the probe. In addition, the coating of the probe around the scratches was partially peeled off. Observation of the fracture surface of the probe revealed that the fracture progressed starting from the scratch on the probe. There were no scratches or contact marks on the non-insulated part of the grip. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed breakage of the probe. The DHR confirmed that the subject device was shipped in accordance with the specifications. A root cause for this issue was established. From the analysis results of the actual product, it was speculated that the breakage of the probe occurred due to the following mechanism: probe contact with hard tissue such as bone or calcified tissue, metal clips, staples, or other surgical instruments. Due to the ultrasonic vibration, coating of the probe peeled off. Also, it caused scratches on the probe. A force to activate the output in seal & cut mode or a force to grasp the body tissue was applied to the probe. This caused cracks to branch out at the scratched area of the probe. After that, a force was applied to the probe during device handling. As a result, the probe broke. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the probe of the thunderbeat 5 mm, 35 cm, front-actuated grip type s broke. The issue was found during a thoracoscopic partial lung resection. It was reported that the piece was collected and the procedure was completed using a similar product. There were no reports of patient harm.